Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the time on the customer's pump was off by 11 minutes and was concerned that the pump may be losing time. The customer's blood glucose level was not impacted. The customer was to correct the time and monitor its performance to confirm if the time may have inadvertently been originally incorrectly set.